Event description:
A healthcare facility reported that the wrong connector was supplied with a quantity of 10 rt329 infant continuous flow breathing circuits. They reported the connector supplied was that of the expiratory tube of a dual heated breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The returned device was visually inspected. The inspiratory heaterwire was incorrectly overmoulded with an expiratory heaterwire connector during the overmoulding process. A lot check revealed no other similar complaints for this lot number. Conclusions: the heaterwire was incorrectly overmoulded with an expiratory connector during production.